Event description:
The customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. As a result, the customer took too much insulin and experienced weakness, dizziness and disorientation. Customer reported receiving readings of 400 mg/dl and 69 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or treatment to counteract the medical event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.